Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by tandem technical support to perform a system check and no issues were identified. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer replaced pump supplies and resumed insulin therapy.